Manufacturer narrative:
The returned device was evaluated and the pod was received with the needle mechanism assembly deployed and firing flat in an expected position. The investigation of the pod data found that it was deactivated after second prime. Timeouts as well as higher than expected pulse widths were observed. The rerun pod data did not mimic the original data abnormalities. It could not be determined what caused the timeouts and high pulse widths in the original pod data. It could not be determined if the observed timeouts contributed to the reported needle mechanism failure event. The needle mechanism assembly, drive mechanism assembly, and electrical components showed no damages or deficiencies that would contribute to a needle mechanism failure. Though no issues were observed, it could not be determined when the needle mechanism deployed. Therefore, the cause of the reported needle did not deploy event could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: phone control ios. Omnipod software app version: 2.0.2. Operating system: 18.6. Hardware: iphone 17.3. Cgm sensor type: g7.

Event description:
A patient reports while wearing a pod for less than an hour the needle mechanism had failed to deploy at initial activation.